Event description:
Same case as MDR ID# 2134265-2013-01369. It was reported that during a percutaneous coronary intervention procedure an imaging catheter became stuck in the stent resulting in the stent being explanted. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid to proximal left circumflex artery. The lesion was dilated with a non bsc device and a 2.25x20mm promus element plus stent was placed in the obtuse marginal branch with a portion of the stent in the left circumflex with the intent to perform a "crushing stent" technique. A 2.25mm non bsc balloon was inflated at the proximal left circumflex then the "kissing balloon" technique was performed with a 2.25mm non bsc balloon in the proximal left circumflex with the promus element plus stent delivery system at the obtuse marginal branch. An atlantis pro imaging catheter advanced to the obtuse marginal branch. The atlantis pro imaging catheter and the promus element plus stent became stuck to each other during removal of the atlantis pro resulting in the promus element plus stent moving. The atlantis pro catheter and the promus element plus stent were removed as one unit. The procedure was completed with a 2.25mm non bsc stent. No further patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID# 2134265-2013-01369. It was reported that during a percutaneous coronary intervention procedure an imaging catheter became stuck in the stent resulting in the stent being explanted. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid to proximal left circumflex artery. The lesion was dilated with a non bsc device and a 2.25x20mm promus element plus stent was placed in the obtuse marginal branch with a portion of the stent in the left circumflex with the intent to perform a "crushing stent" technique. A 2.25mm non bsc balloon was inflated at the proximal left circumflex then the "kissing balloon" technique was performed with a 2.25mm non bsc balloon in the proximal left circumflex with the promus element plus stent delivery system at the obtuse marginal branch. An atlantis pro imaging catheter advanced to the obtuse marginal branch. The atlantis pro imaging catheter and the promus element plus stent became stuck to each other during removal of the atlantis pro resulting in the promus element plus stent moving. The atlantis pro catheter and the promus element plus stent were removed as one unit. The procedure was completed with a 2.25mm non bsc stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation by manufacturer: the promus element plus stent was returned attached to an atlantis catheter along with a 0.014 inch guidewire. A visual and microscopic examination of the stent revealed it was severely stretched along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).